Event description:
It was reported that following an initial treatment with a urethral bulking implant performed in 2006, a pt experienced difficulty voiding, voiding discomfort, frequency, hematuria, and a urinary tract infection three mos later. The pt had bacteria in urine and was treated with intercoxtic penicillin for a urinary tract infection. A cystoscopy was performed and the dr saw a thin layer of "whitish" on the right side of the urethral wall. Extrusion of the implant material was noted in the bladder outlet. Thirteen days later, the pt passed all the material in the bladder outlet by voiding it out. Current status of pt - fine, she walks and jogs 3 miles a day with no leakage. Injection details are as follows: treatment volume was 1cc on each side, stainless steel needle, transurethral approach, rate of injection was 1cc per min, needle was held at injection site for 2 mins, position of injection site was "40 degrees", needle was imbedded to shoulder, no blanching, blebing or coaptation noted. Physician felt pt was a good candidate for the implant, urethral tissue and mucosal lining appeared healthy looking with normal tissue elasticity.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents, contraindications include pts with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining.